Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges sore throat and sinus infections. The patient reported using an ozone-based disinfection device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. On (B)(6)2023, a device was returned to the manufacturer for investigation. During the evaluation of the device, the manufacturer visually inspected the device and found no evidence of foam degradation. The patient's complaint could not be confirmed. The unit was scrapped.